Event description:
The caller reported that the customer was admitted into the hospital for diabetic ketoacidosis. The doctor alleged that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The blood glucose result and treatment provided at the hospital was unknown. The customer was hospitalized for 7 days.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the customer was admitted into the hospital for diabetic ketoacidosis. The doctor alleged that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The blood glucose result and treatment provided at the hospital was unknown. The customer was hospitalized for 7 days.